Event description:
It was reported that pt experienced skin slough and wound drainage, which in-turn resulted in a revision of the tha at 21 days post-op.

Manufacturer narrative:
Zimmer did not receive the explanted device for analyses. The device history records for the zimmer device were reviewed and no manufacturing anomalies were noted. Gamma sterilization to validated method was performed for the lot reported. Info received from the staff of the surgeon indicated that there was no relationship between the event and the device. There is no indication from our investigation that the device caused or contributed to the event. It is unlikely that physical examination of the explant would change this conclusion.